Event description:
The customer reported that the device failed to discharge. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to discharge. No patient involvement was reported. The customer localized the failure to the paddle set. A replacement was paddle set ordered.